Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent stress urinary incontinence (sui) due to muscle atrophy. The patient underwent a surgical procedure in which all artificial urinary sphincter (aus) components were explanted and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed.

Event description:
It was reported that the patient experienced recurrent stress urinary incontinence (sui) due to muscle atrophy. The patient underwent a surgical procedure in which all artificial urinary sphincter (aus) components were explanted and replaced. There were no patient complications.